Manufacturer narrative:
Additional information: a medtronic representative reported that the reported issue occurred twice within the procedure. A medtronic representative went to the site to test the equipment. It was reported that reinstalling the application software on the navigation system resolved the reported issue.

Manufacturer narrative:
Issue was resolved during the troubleshooting phone call when the site pulled another frame and pointer set and continued the procedure. Replaced frame was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure and after registration completed, they proceeded to 'navigation' and lost frame and pointer. They checked pointer by covering one of the spheres, the opposite side of the sphere was indicated as red (fault) and the sphere actually covered showed up as green (pass). They pulled another frame and pointer, and case continued. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.